Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combination. The lot codes were not provided for the articuleze metal head and an unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (2/10/2017) - pfs and medical records received. After review of the medical records for MDR reportability, alleges pain, limited mobility, high metallosis, defective devices resulting in revision surgeries. Revising surgeon indicated that the cup was malpositioned with a vertical inclination of approximately 75 degrees. There was no implant loosening nor metallosis described in the operative dictation. Metal ion labs available are significantly elevated for cobalt and chromium > 7.0 ppb. The unknown depuy device will be converted to the stem and will be given the additional harm, elevated metal ions. Corrected lot/manufacturing date info for liner and head. The cup will be added to the complaint for implant malposition.